Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 600 mg/dl. The customer was admitted to the hospital. Customer stated that she may have viral infection. The customer cause of hospitalization was diabetic ketoacidosis. The customer was treated with IV drip with insulin. The customer reported via phone call indicating that the insulin pump alarm calibration error and change sensor. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised unable to verify alert in the alarm history due to past event. The customer stated alert occurred after initialization. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discussed timing of calibrations leading to alert and calibration protocol. The customer was advised to removed and change out the sensor.